Event description:
A user informed a sales rep that an lma airway tube broke while being used in a pt. There was no injury to the pt. An MDR is being filed, even though there have been no reports of pt injury associated with failed airway tubes, as theroretically a broken airway tube could cause injury to a pt. The user facility has been requested to return the lma to the MFR for eval. A follow-up MDR will be submitted after the returned lma has been evaluated. This report contains info from third party sources, the accuracy of which has not been confirmed by the rptr. Neither submission of this report, nor its release by FDA, constitutes as admission that the MFR, distributor, device or reporting party caused or contributed to the reportable event.